Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: due to a lack of sufficient data logs and product returned, the cause of the placement signal issue cannot be established. Purge pressure high: based on the data log analysis and clinical details provided, the cause of the purge pressure high is most likely due to biological material buildup.

Manufacturer narrative:
D6b explant date provided. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Additional information was provided therefore b1, b2,b5, h1, and h6 were updated.

Event description:
Clinical rationale: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 60-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. During the procedure, the impella was inserted and the mean arterial pressure (map) was noted to be 20 points off compared to the arterial line. There was no noted interruption of flow or support for the patient. While the patient was in the intensive care unit (ICU), there was a purge system block alarm. The purge flow was less than 1ml/hr. It was noted that the purge had slowly been decreasing. The staff was planning on transferring the patient, but there was air in the line. It took a couple of minutes to resolve the issue. The following morning, the pressure went up, and push flow decreased significantly. The automated impella controller (aic) started alarming. Tissue plasminogen activator (tpa) was attempted, but the physician decided it was safer to exchange the 5.5. Seventeen days after insertion, the impella was bridged to a new impella 5.5. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.8l/min as intended. Low purge flow in the impella 5.5 primarily results from blockages in the purge system (kinked catheter or clogged tubing), high viscosity of the purge solution, or leaks in the purge sidearm. This low flow can lead to low purge pressure, triggering alarms and potential pump failure. Thrombus formation can also create a blockage that restricts the flow of purge solution, and can occur due to inadequate anticoagulation. This is often corrected by using tpa.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported the mean arterial pressure (map) was 20 points off from the a-line map.